Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of a keratin-like contaminant on the blower box outlet, an unknown contaminant on the water tank exterior, an unknown white residue on the metal pan of the water tank, slight unknown contamination in the bottom of the humidifier chamber, slight unknown contamination on the drybox. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes the contaminates found were consistent with keratin-like contaminant on the blower box outlet and unknown contaminant on the water tank exterior, an unknown white residue on the metal pan of the water tank, slight unknown contamination in the bottom of the humidifier chamber, slight unknown contamination on the drybox were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.